Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan customer service on april 20, 2009 alleging that the onetouch ultra2 meter was reading inaccurately with control solution and with blood. The medical surveillance specialist (mss) spoke with the lay user/patient on april 30, 2009 to obtain/verify the following information. The patient stated that the subject meter started to give him inaccurate high meter readings around the month prior. He was reportedly getting meter readings such as "300 mg/dl" when he felt it should have been "150-200 mg/dl." At the time of concern, the patient was taking his fixed dosages of insulin, oral diabetes medications, and byetta he claimed that as a result of the inaccurate high meter readings, he had suffered low blood glucose symptoms, such as breaking out in sweats. The patient tested his blood glucose levels while experiencing the symptoms and the subject meter gave him meter readings in the "120 mg/dl range" whereas his other meter read in the "30's mg/dl." He did not receive any medical intervention other than administering self-treatment with food and/or drinks. The patient was unable to provide dates/times of the hypoglycemic events but stated that they started soon after the inaccuracy issue began. On an unspecified date approx the same month, the patient visited his doctor for a scheduled visit. He was informed that his hba1c result was low, which did not correlate with his meter readings. As a result of the hba1c result and his blood glucose result on the doctor's meter, the patient was taken off glyburide. This complaint is being reported because the patient reportedly became hypoglycemic after obtaining alleged inaccurate high meter readings. Replacement products were sent to the patient.